Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for difficult/unable to operate on lot # 9317170. A review of risk management document 149rmn-0004-01 revision 19, indicates that the potential risk of this specific reported incident (pen needle, difficult/unable to operate) was captured and addressed. Investigation summary: customer returned a tear drop label and shelf carton for 4mm, 32g pen needles from lot # 9317170. No samples (including photos of the samples in question) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the samples in question were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: consumer did not include a phone number. Letter received regarding nano pen needle complaint. Consumer stated, she is wasting needles because they're not working. Did not give any more details. Lot: 9317170, catalog: 320122, date of event: unknown. Transcribed letter: I have inherited lung disease called cystic fibrosis. I use insulin few times a day. I live on a fixed income of less than (B)(4) a month. My problem has been many times the bd nano ultra fine needles do not work. I hate to waste as it cost me money.